Manufacturer narrative:
The field service engineer installed a new software version and replaced the pinch valve tubes. Based on the provided sample pictures it was noted that the tube gel is at a slanting angle and fibrin is present in the sample. The sample clotting time indicated with 10-15 minutes was determined to be too short. The customer did not use mandatory rack adapters for 13 mm. Diameter tubes. This could have a direct impact on sample pipetting. The investigation determined that the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin b12 gen. 2 assay on a cobas e 411 analyzer (rack system). The sample initially resulted in a vitamin b12 value of <50 pg/ml, accompanied by a data flag. The sample was repeated on (B)(6) 2022, resulting in a value of 192 pg/ml. The sample was repeated again using a different reagent pack of the same lot, resulting in a value of 201.8 pg/ml. The sample was repeated on a second cobas e411, resulting in a value of 274 pg/ml. This value was deemed correct. The questionable result was not reported outside of the laboratory. The vitamin b12 reagent lot number was 64375701, with an expiry date of 31-jul-2023